Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), endometritis ('mild chronic endometritis') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary incontinence, chest pain, palpitation and endometritis. Concomitant products included diphenhydramine hydrochloride since (B)(6) 2010 and ibuprofen in 2005. On (B)(6) 2005, the patient had essure inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), dermatitis allergic ("allergy:rash/allergic or hypersensitivity reaction type: rash"), pruritus allergic ("allergy:skin condition/allergic or hypersensitivity reaction type: itching"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psych injury/ psychological or psychiatric problems condition: depression") and anxiety ("psych injury/psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and vaginal infection ("bladder/urinary problems: vaginal infection"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, dermatitis allergic, pruritus allergic, vaginal infection and vaginal haemorrhage had resolved and the endometritis, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dermatitis allergic, endometritis, genital haemorrhage, menorrhagia, pelvic pain, pruritus allergic, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for abdominal pain, menorrhagia (heavy menstrual bleeding),general, abnormal, bleeding, rash/skin condition, vaginal infection. Hsg test was done mentioned in previous pfs, in this pfs-essure confirmation test(s) conducted, specify- no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of events pelvic pain, abdominal pain, abnormal bleeding, bladder/urinary problems and allergic reaction was updated to recovered/resolved. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), endometritis ('mild chronic endometritis') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary incontinence, chest pain, palpitation and endometritis. Concomitant products included diphenhydramine hydrochloride since (B)(6) 2010 and ibuprofen in 2005. On (B)(6) 2005, the patient had essure inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), rash ("allergy:rash/allergic or hypersensitivity reaction type: rash"), pruritus ("allergy:skin condition/allergic or hypersensitivity reaction type: itching"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psych injury/ psychological or psychiatric problems condition: depression") and anxiety ("psych injury/psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and vaginal infection ("bladder/urinary problems: vaginal infection"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the endometritis, genital haemorrhage, abdominal pain, menorrhagia, rash, pruritus, vaginal infection, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, endometritis, genital haemorrhage, menorrhagia, pelvic pain, pruritus, rash, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for abdominal pain, menorrhagia (heavy menstrual bleeding),general, abnormal, bleeding, rash/skin condition, vaginal infection. Hsg test was done mentioned in previous pfs, in this pfs-essure confirmation test(s) conducted, specify- no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs received. Events per pfs: abnormal bleeding (vaginal), allergic or hypersensitivity reaction type: rash, itching (both clubbed with previously reported event), psychological or psychiatric problems condition: depression and mental anguish (both clubbed with previously reported event), endometritis. Outcome of pelvic pain was updated. Patient's medical history was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("allergy:rash"), skin disorder ("allergy:skin condition"), psychological trauma ("psychological injury") and vaginal infection ("bladder/urinary problems: vaginal infection"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, rash, skin disorder, psychological trauma and vaginal infection outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, rash, skin disorder and vaginal infection to be related to essure. The reporter commented: patient received treatment for abdominal pain, menorrhagia (heavy menstrual bleeding),general, abnormal, bleeding, rash/skin condition, vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: new events abdominal pain, menorrhagia (heavy menstrual bleeding),general abnormal bleeding, rash, skin condition,psychological injury, bladder/urinary problems: vaginal infection were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.